Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00169, 0002648920-2020-00040, and 0001822565-2020-01348. Medical devices: femoral head 12/14 taper, catalog#: 00801803202, lot#: 61647991, unknown cup, catalog#: ni, lot#: ni, unknown stem, catalog#: ni, lot#: ni. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. - : [mw5091644 maude report.]

Event description:
It was reported that a patient underwent an initial left total hip arthroplasty. Nine years later the patient underwent a revision of the femoral head due to pain, swelling, and elevated metal ions. During the revision, a tendon tear was noted and repaired and altr debrided. Initial signs of macc were noted on the femoral head, and it was exchanged without complications. Attempts were made to obtain additional information; however, none was available.